Event description:
The lay user/patient contacted lifescan alleging the meter was not communicating with the insulin pump. The reported issue was not resolved during the call with lifescan (lfs) customer service. There was no allegation of harm and the lfs product did not cause or contribute to a serious injury or death. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.